Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant/migration of essure device location of device: I don't know") and genital haemorrhage ("bleeding") in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficult time placing one of the coils". The patient's medical history included hypertension and numbness. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). In july 2008, the patient experienced arthralgia ("pain in joints, hip pain"), musculoskeletal pain ("shoulder pain"), pain in extremity ("finger pain"), neck pain ("neck pain"), back pain ("back pain"), spinal pain ("spine pain") and abdominal pain upper ("ulq"). In august 2008, the patient experienced mood altered ("hormonal changes describe: changes in mood") and visual impairment ("vision/eye problems type: worsening vision"). In september 2008, the patient experienced depression ("psychological or psychiatric problems condition: severe depression,"), anxiety ("anxiety"), fatigue ("fatigue") and claustrophobia ("claustrophobia"). In july 2009, the patient experienced migraine ("migraines"), headache ("headaches"), amnesia ("memory issues,") and paraesthesia ("tingling in hands/arms,"). In september 2009, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In january 2010, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, 7 years 3 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy(uterus and cervix removed) bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, mood altered, menorrhagia, vaginal haemorrhage, depression, anxiety, migraine, headache, amnesia, paraesthesia, dysmenorrhoea, visual impairment, weight increased, arthralgia, musculoskeletal pain, pain in extremity, neck pain, back pain, spinal pain, abdominal pain upper and claustrophobia outcome was unknown and the fatigue and genital haemorrhage was resolving. The reporter considered abdominal pain upper, amnesia, anxiety, arthralgia, back pain, claustrophobia, depression, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood altered, musculoskeletal pain, neck pain, pain in extremity, paraesthesia, spinal pain, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: she need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram: on (B)(6) 2008: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : headaches, tingling in the body, back pain. Most recent follow-up information incorporated above includes: on 11-feb-2019: pfs and mr received: reporter added, aka added, patient demographic added, product indication added, essure insertion and removal date updated, events added-bleeding, mood altered, menorrhagia, vaginal haemorrhage, depression, anxiety,migraine, headache, amnesia, paraesthesia, dysmenorrhoea, visual impairment, fatigue, weight increased, arthralgia, musculoskeletal pain, pain in extremity, neck pain, back pain, spinal pain, abdominal pain upper, claustrophobia,device difficult to use, menstrual disorder. Events onset date, outcome and severity added, patients medical history and lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. In 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (to remove the essure). Essure was removed in (B)(6) 2015. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: she need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.